Event description:
Report received of an incident involving a pump set with injector where bubbles were forming after the cartridge. The patient was receiving an unknown concentration of morphine via a peripheral IV access. The nurse tried to disconnect and purge the set but was unsuccessful. The tubing set was changed out without any further problems. There was a 10-15 minute delay in changing out the set. The reporter stated that the patient's pain management was inadequate during the time of the incident. There was no reported bleed back. There was no reported patient harm or adverse patient effect. Although requested, no additional information was available.